Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, and a gore® dryseal flex introducer sheath as an accessory. Confirmation angiography after implant revealed a dissection at the left external iliac artery. Since no bare stent was prepared and due to the wide range of dissection, a femoral-femoral bypass was performed. Additionally, the proximal and distal sides of the dissection were anastomosed to block blood flow. The patient tolerated the procedure. The access vessel was reportedly significantly tortuous, and so even if the dissection had not occurred, the tortuous part was going to be excised after evar.

Manufacturer narrative:
H6: code 3331, 213.